Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012. The manufacturer became aware upon receipt of the explanted device on (B)(4), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.